Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was alleged to have an anomaly. The patient also experienced bradycardia. Attempts to obtain additional information were unsuccessful. This device remains in service. No adverse patient effects were reported.